Event description:
It was reported that the spinal cord stimulation (scs) patient experienced high impedances on the leads. The device was reprogrammed around the high impedances and therapy was temporarily successful. The patient underwent a revision procedure where the leads were replaced. The patient was doing well post-operatively. The explanted devices were disposed of by the hospital and were not returned to bsc.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads: upn: m365sc2316500, model: sc-2316-50, serial: (B)(6), batch: 17222861.